Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. Customer did changed the site, set and reservoir but issue was persist. Customer reported after changing site and completely set insulin pump still not giving insulin. Customer¿s current blood glucose level was 241 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.